Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer blood glucose (bg) displayed as "high" however, a specific value was not provided. The customer administered a correction bolus to address the elevated bg.